Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging inaccurate low control solution results. The reporter indicated that the control solution results were "116 and 111 mg/dl." This complaint is being reported because the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 ¿ (07/05/2013). The patient¿s meter, control solution, and test strips have been returned on 5/31/2013 and evaluated by lifescan product analysis on 7/3/2013, 6/21/2013, and 6/28/2013, respectively, with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. The control solution was tested and the primary complaint was not confirmed. However, a secondary issue was found, the control solution gave high glucose results.the test strips were also tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.